Event description:
It was reported that during an unknown procedure, the device did not open and close as it should. No additional information is available from the account. Unknown how the case was completed. No pt consequence.

Manufacturer narrative:
Analysis summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The hand-activation buttons were tested and functioned properly. The device was tested on a generator and no error codes were received. Upon further testing with a generator, it was concluded that there was a switch failure due to intermittent contact between the handpiece and the device. The batch records were reviewed and no anomalies were noted during the manufacturing process.